Event description:
The customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 4 of 4. The technical service representative (tsr) reviewed the programming. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd). The total volume was set to 12l, the total time was set to nine and a half hours, the fill volume was set to 2.4l, the last fill volume was set to 2l, the dextrose was set to same, the total ultrafiltration (uf) was equal to 2788ml, the cycle 4 uf was equal to 2524ml, the cycle 3 uf was equal to 410ml, the cycle 2 uf was equal to -303ml, and the cycle 1 uf was equal to 157ml. The patient uses 4.25% solution and 2.5% solution. The home patient (hp) stated this had occurred in the past where they felt overfilled. The hp had no symptoms at this time and they completed therapy. The hp did a midday exchange of 2.5l using 2.5% solution about six hours after the end of therapy. The initial drain volume last night was 1976ml. The tsr advised the hp to let the registered nurse (rn) know about alarm. The hp stated they would use the machine for therapy tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse was made aware of the alarm. She stated that the patient called her about it on (B)(6) 2012. The nurse stated that the patient has been doing fine since then. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products. The following information was provided by global pharmacovigilance (gpv): on (B)(6) 2012, gpv contacted the patient peritoneal dialysis registered nurse (pdrn). The pdrn confirmed that on an unknown date, the patient experienced an overfill event evidenced by a 4l drain volume. The nurse stated that the patient received a replacement machine on (B)(6) 2012. The pdrn stated that the event was not related to dianeal solutions or peritoneal dialysis (pd) therapy. She stated that she believed the overfill event was related to "the machine". No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain; one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.